Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 400mg/dl at the time of incident. Troubleshooting was completed and was not able to resolve the issue. The customer's blood glucose was 451mg/dl at the time of call. Customer felt sick and treated with bolus and manual injection insulin pen. Customer also states that the insulin pump system has not been use within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis but the reservoir and infusion set will.